Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A manufacturing and/or product investigation could not be performed as no product was received. A review of the device history record revealed no complaint related anomalies.

Event description:
On the (B)(6) 2013, during a finger procedure, the small battery drive kept losing power. The drive was used with two different batteries but, still lost power. The surgeon was able to complete the procedure using the device. No harm to the patient was reported.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. Reliability engineering evaluated the device, and the reported problem could not be confirmed or duplicated; the unit was tested and passed all operational specifications, and no problems were noted.